Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿t can't be secured when knotting sutures of t1 and t2.¿ please note: this style device has no deployment or automatic deployment mechanism. This product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. The depth limiter was attached and trimmed back beyond the blue green sheath. T1, t2 and suture were not returned. The delivery needle was snapped off where the actuator ends in a forward position. The distal segment was absent. The fractured remaining end of the needle track was flared as well. The actuator was positioned fully forward. Per instructions for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. Do not use sharp instruments to manage or control the suture. It is normal to encounter resistance prior to achieving the ready position.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a meniscus repair surgery, it was found the t can't be secured when knotting sutures of t1 and t2. A backup device was used to complete the surgery. No significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.